Event description:
(B)(6), 2020 ¿ a newly designed uncovered biliary stent for palliation of malignant obstruction: results of a prospective study. Uncovered sems: the uncovered sems (cook evolution® biliary stent ¿ uncovered; cook ireland ltd., limerick, ireland) used in this study is constructed of a single, woven, nitinol wire with a radiopaque core. The stent has flanged ends to mitigate migration. The stent is available in 8 or 10mm diameters and 4, 6, 8, and 10 cm lengths and contains 4 radiopaque markers on the delivery system to assist in deployment under fluoroscopic guidance. The stent is mounted on an inner catheter, which accepts a 0.035 in. Wire guide and is restrained from expansion by an outer catheter. The stent is deployed using a controlled release, trigger-driven delivery system. This system allows for recapturing of the sems prior to complete deployment if repositioning is required. Stent placement: the placement of the sems was performed by experienced endoscopists during endoscopic retrograde cholangiopancreatography (ercp) with patients under both moderate and deep sedation at the various 8 participating centers. Table 1 outlines the number of patients enrolled at each of the 8 different centers. Biliary obstruction requiring reintervention before 6 months¿ time. Both patients were successfully treated with the placement of a non-study stent. 10 patients presented with symptoms of recurrent biliary obstruction over the course of the study; however, only 5 cases (4.4%) were considered failures of the primary endpoint. The majority of these failures (4/5) were due to stent occlusion from tumor ingrowth and/or overgrowth.